Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an inspection revealed that the serial numbers of the labels on the outer plastic bag did not match with the serial number of the labels on the box inside the plastic bag for three devices.

Event description:
Reportedly, an inspection revealed that the serial numbers of the labels on the outer plastic bag did not match with the serial number of the labels on the box inside the plastic bag for three devices.